Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer had a motion sensor test failure on the pump. Customer treated with 5 units of insulin. Pump kept going into rewind and the displacement test could not be completed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure not detected during our testing. No alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.